Event description:
During a ptca procedure, the wire had been advanced to a total occlusion in the rca, through the struts of a previously placed stent. The wire kinked and removal difficulties were encountered. A balloon catheter was used for removal of the wire. It was noted upon removal that approximately .5-1.0 cm of the tip of the wire had fractured. The wire fragment remains in the distal coronary artery which was already occluded. Patient status is listed as "okay".